Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan readings and subsequently lost consciousness. A third party provided the customer with glucose and called for an ambulance. Upon arrival, the paramedics obtained a healthcare professional (hcp) meter reading of 1.70 mmol/l, compared to 4 mmol/l taken from the adc device; when the results are plotted on a parkes error grid, they fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer observed a trend arrow on the device. The sensor had been worn for 7 days. The hcp administered intravenous sugar for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Observed poor battery soldering. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan readings and subsequently lost consciousness. A third party provided the customer with glucose and called for an ambulance. Upon arrival, the paramedics obtained a healthcare professional (hcp) meter reading of 1.70 mmol/l, compared to 4 mmol/l taken from the adc device; when the results are plotted on a parkes error grid, they fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown whether the customer observed a trend arrow on the device. The sensor had been worn for 7 days. The hcp administered intravenous sugar for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.